Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. Patient presented in clinic and an attempt was made to replace the lead. Lead revision was unsuccessful due to the patient's vein being occluded. Physician referred patient to lead extraction. Patient was stable throughout event.

Event description:
New information noted that the right ventricular lead was explanted and replaced. Physician noted a potential insulation breach under the suture sleeve. Patient was discharged post procedure.